Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the third complaint reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and DHR (device history record) review was not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Without a sample, a source cannot be identified. The staff registered nurse recommends that the customer place the instruments on a (B)(6) tray and avoid placing them directly on the back table cover. Additionally, the instruments should be wiped before passing back to the surgeon. (B)(4).

Event description:
A clinical supervisor reported that a surgeon had pts that had blue fibers removed from the eye one day after surgery. The number of pts is unknown. The pts were reported to be doing fine with no problems experienced.